Event description:
It was reported that the patient was ¿not getting pain relief¿ and had ¿less than 50% therapy relief¿. The physician performed an indium study and decided to replace the catheter. Upon replacement, the physician thought the catheter was occluded in the spine incision where the pin connected the two pieces of catheters. He attributed the occlusion to scar tissue build up near and around the pin connector. The patient¿s status was ¿alive ¿ no injury¿. The device system was used to deliver hydromorphone, clonidine and bupivacaine. Additional information indicated that there were no segments left in the intrathecal space. Following the replacement, the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.